Manufacturer narrative:
September 2016 bimonthly report. Exemption e2013025 the total number of events for product classification code ftm is 16. Qty 1- pelvisoft acellular collagen biomesh qty 2-pelvisoft acellular collagen biomesh, 4cm x 7cm qty 4- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 9- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
(B)(6) 2016 bimonthly asr report.